Event description:
Additional information was received. It was reported that the patient's remote being lost or stolen and that the battery was dead for almost 5 weeks led to having to recharge the implantable neurostimulator more frequently. The patient received a new remote and it charges fine now although the patient has gained 42 pounds since they first injured their back.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that ever since the lost/stolen controller was replaced (previously documented) the patient was having difficulty with the equipment. The patient mentioned the stimulator was depleted for 3 weeks while the they waited for the controller replacement. They mentioned the controller would only work when using the recharger and when the they were trying to charge the stimulator it was taking much longer. They stated in the past the they would charge the stimulator every 4-6 days but now has to charge the stimulator every 1.5-2 days. They mentioned when charging the controller will indicated 'recharging excellent' but the stimulator battery does not progress. The patient mentioned the controller battery will still show the controller battery depleting. The patient mentioned she was now in major pain. The patient reported no programming adjustments. The patient confirmed sometimes seeing the word "recharging" disappear while charging. They reported no physical damage found on the recharger or controller port. They mentioned their husband had been using an instrument that tests electronics on the recharge paddle which sometimes got the recharger to start working. The issue was not resolved. An email was sent to the repair department to replace the device.